Manufacturer narrative:
Device manufacture date not available at time of this report. The sys was evaluated at the site. The reported issue was able to be duplicated by medtronic personnel. It was confirmed that the reported event was caused by frame movement. The sys was fully functional and the sys checkout showed no anomalies.

Event description:
A site rep reported that during a cranial surgery, red cross-hairs appeared while in navigation. Surgeon discontinued use of the sys to complete the surgery. There was no impact on pt outcome.